Manufacturer narrative:
B3: event date estimated.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent urinary incontinence due to a leak in the device. Upon a revision surgery, there was no fluid left in the device but the site of the leakage was not identified. The device was explanted and replaced. No further patient complications were reported.